Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 3 days. The customer changed the cartridge only to address the issues. Reportedly, the customer was troubleshooting an active occlusion where a system check was performed by tandem technical support, and the occlusion was found to be within the cartridge. Customer changed the necessary supplies and resumed insulin therapy. Customer¿s blood glucose (bg) level was 407 mg/dl.